Manufacturer narrative:
It was reported that the ventilator failed pre-use check and generated a sound from air gas module. Identification of issue has been done by analyzing problem description and service report. Nozzle unit on air gas module was replaced, but the issue persisted. Further troubleshooting shown that air gas module needs to be replaced to solve the issue. The issue was decided to be reported as defective gas module may lead to stop of ventilation, low o2 or high pressure. Unfortunately, the device's logs and defective part were not available for further analysis, hence the root cause to the reported issue has not been determined. The correction of the field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check and generated a sound from air gas module. There was no patient involvement. Manufacturer's ref. #: (B)(4).